Event description:
Device was returned for an unknown reason. During the service technician found that the adaptor did not fit with the motor, due to shavings on the connection part and fitting pins are broken, caused by use of excessive force and/or incorrect movements during procedure. The adaptor has an uncharacteristic noise, because it has oxidized bearings, caused by a fail in he cleaning and lubrication process. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adaptor did not fit with the motor, fitting pins were broken, the bearings were oxidized, and the adaptor makes an unusual noise. This was attributed to improper use and failure to clean properly. The device was returned to the customer on (B)(4) 2013. Placeholder.